Event description:
The customer reported that even when increasing the sound volume to maximum, the device does not emit one single sound anymore. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that even when increasing the sound volume to maximum, the device does not emit one single sound anymore. The device was evaluated and found that the speaker was defective. To resolve the issue, a replacement speaker was sent to the customer's facility. The device was not in use on a patient at the time of event, there was no patient involvement.